Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified length of time, it was reported an unspecified continuous alarm occurred. The device was removed from clinical service. The customer contact reported the patient received an add'l dose of morphine due to the delay in therapy. No specific details were provided, including the patient's pain level. After 1.5 hours therapy was resumed using a replacement device. Though requested no further info has been received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.